Event description:
It was reported that an admiral xtreme pta balloon catheter was used 9 days post expiry date. The patient was undergoing angioplasty when an in-stent stenosis (non- medtronic stent) in his sfa was noted. The physician requested a 7x80 admiral xtreme balloon to open the stenosis. The balloon was opened and handed to the physician, without notice of the use by date. The balloon performed perfectly and was removed from the patient within two minutes. At no time did anyone in theater notice the use by date. The patient was not harmed at all during the procedure. The patient is doing fine and was discharged. The patient was on antibiotics to start off with as he had a large ulcer on his foot. The physician did not think the expired balloon was a major problem as it was well packaged and performed perfectly. No clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation, results: shelf life exceeded-device used beyond ubd; failure to follow instructions-device used beyond ubd; no results available since no evaluation performed-no device returned for evaluation; no device returned. Conclusion: failure to follow instructions-device used beyond ubd; no device failure-device performed as intended; user error contributed to event-device used beyond ubd. (B)(4).